Manufacturer narrative:
(B)(4).. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient information requested but not provided. Incision enlargement; removal and replacement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implanting the intraocular lens into the patient's eye, the haptic bent causing the lens to not properly sit in the eye. In removal and replacement of the lens, the incision was required to be enlarged. Procedure was completed successfully and patient was reported to be doing fine.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection revealed one of the haptics was bent. Both haptics are attached to the optic. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen one of the haptics was bent and damaged. The investigation does not suggest or support that the damage was attributed to the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.